Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted on (B)(6) 2009, and 419688 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing with low p waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.